Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient expired, but hospital staff does not believe it was a result of the device malfunction. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.